Event description:
It was reported a patient underwent a robotic hysterectomy procedure on an unknown date in 2023 and topical skin adhesive was used. Post op to procedure the patient had a severe rash. Topical steroid and/or a long steroid taper prescribed. Team cleans and dry the incision before applying 1 layer of adhesive to all trocar sites for her cases. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: this is a file to capture the ambiguous quantity of skin reactions with dermabond advanced post robotic hysterectomies. Dr. Always closing the incision site with dermabond advanced. Team cleans and dry the incision before applying 1 layer of adhesive to all trocar sites for her cases. Type of skin prep used and application practice. Surgeon stated it is difficult to know if the patient has used dermabond the past or if been exposed to skin glue or nail glue. Surgeon is seeing reactions a few days to a week post op. Patients have been treated with long steroid tapers. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) no product available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.